Event description:
Imp ref # (B)(4).

Manufacturer narrative:
(B)(4). The device was inspected on site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.